Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that the patient was on impella cp support and the patient coded. Cardio pulmonary resuscitation was performed and caused the cannula to kink in the aorta. The physician was able to straighten the cannula, but elected to replace the pump instead. The clinical representative confirmed the patient coding was not due to the impella.

Manufacturer narrative:
The investigation into the product damage (cannula kink) issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the cannula kink was determined to be use related as this occurred while staff actively performed CPR.